Event description:
Pt who has used an induo insulin doser, was taken to the hosp emergency room in 2002 with high blood glucose levels. The pt has been using induo in the camp since arrival in 2002, to administer rapid acting insulin analogue with meals and uses conventional insulin syringes to administer a mixture of a rapid acting insulin analogue and an intermediate acting insulin twice daily in the morning and evening. The nurse believes the pt primes the doser prior to each injection, but does not routinely observe using the doser. The blood glucose levels have been high occasionally since arriving at camp, adjustments have been made to the insulin dosages. The day before event the pt began therapy with prednisone to treat pneumonia. Pt's blood glucose level in the afternoon was 469 mg/dl, but decreased to 93 mg/dl, after an injection with induo doser. The next day the pt was off-site from the camp. The blood glucose level in the morning was 200 mg/dl, and performed morning injection of insulins with a conventional syringe. Pt brought induo doser off-site for the day, but no insulin was coming out of the induo so the pt did not use the doser that afternoon and pt did not perform any subcutaneous injections of insulin because a vial and syringe were not available. Later that day obtained a reading of 599 mg/dl using induo meter and was taken to the emergency room. The nurse was not able to provide details about the treatment the pt had received. The nurse stated that the event was not caused by the induo. The pt's blood glucose levels were elevated because pt had pneumonia and was on steroid therapy. The pt's family member stated that the pt was diagnosed with type I diabetes in 1996. Pt had used the induo doser at home without any problems. The doser with bd ultrafine I needles and routinely primes the doser prior to each injection. Function checks have not been performed. In 2002 pt performed morning subcutaneous injection of insulins with a syringe and did not receive any additional injections of insulin during the day could not use induo, and did not perform any subcutaneous injections with a syringe. The blood glucose level was 599 mg/dl and was taken to the emergency room. A saline intravenous infusion was hung and lab work was done, but pt did not receive any insulin until two hours later when the glucose level was 700 mg/dl. Pt's blood glucose levels were stabilized and pt returned to the camp without being admitted to the hosp.